Event description:
It was reported that this pacemaker was being interrogated using radio frequency. The field representative saw noise exhibited and reapplied the wand for interrogation and found the pacemaker was now in safety mode. The field representative advised this pacemaker was planned for an urgent replacement with a non-boston scientific device. Additional information was requested but has not been received at this time. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was being interrogated using radio frequency. The field representative saw noise exhibited and reapplied the wand for interrogation and found the pacemaker was now in safety mode. The field representative advised this pacemaker was planned for an urgent replacement with a non-boston scientific device. Additional information from the field representative provided this pacemaker was explanted and replaced later that day. This pacemaker is not expected to be returned for analysis. No additional adverse patient effects were reported.